Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. On 2023-05-23, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and fistula. No further patient complications were reported.